Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). (B)(4). A flexiva 200 laser fiber was received was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared unused. There were no signs of damage or other imperfections noted along the laser fiber¿s body. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector and would cause a deflection of laser energy that would likely cause the sub miniature-a (sma) connector to overheat. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis pulse 120w holmium laser with settings of 0.2j x 60w on the left pedal and 1.2j x 15w on the right pedal. According to the complainant, during the procedure, the surgeon attempted to activate the laser fiber and it would not conduct energy. The laser fiber was disconnected from the laser unit and it was noted that the connector overheated. There was no injury to the physician and the procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.